Event description:
In evening, ECMO coordinator received call from dayshift bedside cvicu rn. Bedside rn stated that she discovered sticky, leaking fluid from the front of the impella aic. ECMO coordinator went immediately to bedside to investigate. Five minutes later, it appeared the leaking fluid was coming from the purge cassette compartment. A new bag of purge solution was ordered from pharmacy, and a new cassette kit was obtained. Once supplies were prepared, purge cassette and purge solution were exchanged for a brand new set. Once leaking purge cassette was removed, it was inspected for source of leak. A specific source was not detected. However, the entirety of the cassette (box-shaped portion) was wet with purge solution. Some purge solution had even dripped onto the floor from the cassette compartment door. Cassette was thoroughly inspected for lot#, but could not be located. A call was placed to the abiomed hotline to ascertain if there were any means possible to track down the lot#. ECMO coordinator was informed that the lot# would only be available from the original outer packaging, which was no longer available. Prior cassette and tubing were collected and kept if needed. I did document the new cassette kit lot#.